Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time did not coincide with the customer's computer time. Customer updated pump time to address the issue. Customer's blood glucose was 123 mg/dl.